Event description:
The customer called and reported experiencing high blood glucose of 401 mg/dl. Customer declined troubleshooting with the insulin pump, stating she did not have any issues with it. She treated with manual injection. The customer will not be returning the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.